Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address femoral loosening at the bone/cement interface and breakage of the locking bolt. Depuy cement was used. A surgical delay of an hour and a half was reported due to the breakage of the bolt.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 3350097) found an additional report. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3350097). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.